Event description:
It was reported that the atrial lead exhibited a capture anomaly. The lead was capped and replaced during a device change out procedure. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).